Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that resistance was encountered during insertion of the coil. The 20mm in length and 20mm in diameter target lesion was located in a mildly tortuous unspecified artery. A 10mm x 25cm interlock¿-35 was selected to treat the target lesion. During procedure of an aneurysm embolization, it was noted that resistance was encountered upon insertion of the device into the catheter. As a result, the coil was unable to be pushed out of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the main coil was missing.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. A coil and a pusher wire were returned inside an introducer sheath. There was too much blood in the introducer sheath to determine if the coil and pusher wire were interlocked. An attempt was made to advance the coil through the sheath but a resistance was met. The introducer sheath was cut and the coil was advanced through the sheath with no resistance encountered. The introducer sheath and the pusher wire were found to be kinked. The main coil was found to be stretched. There was blood present on the fiber bundles. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was missing. The interlocking arm of the pusher wire was inspected and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that the preparations for use of the 035 interlock instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the excessive friction during delivery. The missing interlocking arm was caused by applying force to the unit while attempting to retract the coil through the catheter. (B)(4).